Event description:
This notification was opened for review due to an allegation the device was alarming for a service required alarm condition. There was no harm or injury reported. The device was evaluated by the field service engineer onsite, and the customer's complaint was confirmed. Service required alarm conditions were observed. The device's oxygen blending module assembly, 3-way solenoid valve and the system board need to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a service required alarm condition was observed. The device's oxygen blending module assembly, three-way solenoid valve and system board were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for further investigation. The pil technician states the system board and the oxygen blending module subassembly operate as designed. The solenoid valve was unable to be investigation due to contamination.